Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the catheter was primed and therapy was started. Approximately two minutes into therapy, fluid was still in the syringe, but the pressure dropped. The physician removed the catheter and noticed a hole. It was not known how much fluid was lost. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device had a hole in the balloon in zone b.